Event description:
The following information found on a search of the maude database on (B)(6) 2013, for the period (B)(6) 2011 through (B)(6) 2013. This information was reported to the FDA on (B)(4) 2011 by abbott medical optics. Amo's MDR#: 2020664-2011-00030. This MDR is for patient's left eye. The patient's right eye is documented in MDR 1033553-2013-00084. "A mother reported her (B) (6) daughter has been diagnosed with bilateral acanthamoeba keratitis while including complete multipurpose solution easy rub formula in her lens care regimen. The reporter indicated her daughter's eyes were red, irritated and photophobic for about two months. She initially went to the student health center and then her local optometrist. She was then referred to a corneal specialist. A culture was obtained but the results were not yet available. Her daughter is taking several medications, she could not provide them all but named desomedine as one. She wears acuvue 2 contacts on a daily wear basis, discarding them every 4 weeks. Additional information has been requested." Requested additional information from amo. No additional information available at this time. If additional medical or product information is received, we will report it within 30 days of receipt.

Manufacturer narrative:
MDR reportable event trends are reviewed quarterly in franchise management review meetings.